Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and also noted error 2240 bf probe 2 purge failure had occurred; fse was not able to reproduced the error. While troubleshooting, fse found the wash hose twisted, which caused flow restriction. Fse replaced the hose line and was able to successfully complete a quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected.a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10835001. There were no other similar complaints found during the searched period.the aia-900 operator's manual under section 12: flags and error messages states the following:[2239] bf probe 1 purge failurecause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged.action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube.[2240] bf probe 2 purge failurecause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged.action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube.the most probable cause of the reported event is due to damaged wash hose.

Event description:
A customer reported getting error message "2239 bf probe 1 purge failure" on the aia-900 analyzer. The customer states the tubing connected to the wash cap is kinked and they are unable to straighten out the tubing. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.